Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and fever. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1 g, stat, intraperitoneal, one dose) and ceftazidime injection (1 g, stat, intraperitoneal, one dose) for peritonitis. The next day the patient was retreated with vancomycin injection (1g, every 72 hrs., intraperitoneal, discontinued) and ceftazidime injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized and had not recovered from the peritonitis. Pd therapy was stopped and the pd catheter was removed 11 days after event onset. The patient was shifted to hemodialysis therapy (ongoing). It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported seven days after the event onset, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.